Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an dcb00 intraocular lens (iol) plunger went on top of the lens. Therefore, the damaging the lens. The lens was discarded. Through follow-up, it was confirmed there was no patient contact and no patient injury. The replacement lenses successfully implanted. No additional information was provided.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 3/6/2021. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the sample was received in the original box. Upon evaluation all the components were correctly engaged, the plunger was in advanced position, and the pushrod looks centered. No assembly error and/or defect related to the manufacturing process was identified. Traces of lubricant material were observed at the cartridge tip. The lens got stuck at the cartridge loading zone, but not override was observed. As the lens was too hard inside the cartridge it was not possible to remove it from the device to verify its condition. Therefore, the lens damaged condition could not be verified. Due to the condition of the sample returned product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and the complaint met the criteria for no further investigation per johnson & johnson surgical vision complaint handling procedures. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.